Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure (batch no. 508295, 509407) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent laparoscopy with left tubal ligation, removal of right essure device.). At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: this case was linked with first pregnancy cases (B)(4). Lot numbers and exp/mfg dates lot number:508295 manufacture date: 2005/07 expiration date: 2007/06. Lot number:509407 manufacture date: 2006/01 expiration date: 2007/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality-safety evaluation of product technical problem. Incident : we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a female patient who had essure (batch no. 508295,509407) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent laparoscopy with left tubal ligation, removal of right essure device.). At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: this case was linked with first pregnancy cases 2017-168275. Lot numbers and exp/mfg dates. Lot number:508295. Manufacture date: 2005/07. Expiration date: 2007/06. Lot number:509407. Manufacture date: 2006/01. Expiration date: 2007/12. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure (batch no. 508295, 509407) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy with contraceptive device. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent laparoscopy with left tubal ligation, removal of right essure device.). At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: this case was linked with first pregnancy cases (B)(4). Lot numbers and exp/mfg dates lot number:508295, manufacture date: 2005/07, expiration date: 2007/06 . Lot number:509407, manufacture date: 2006/01, expiration date: 2007/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: quality-safety evaluation of product technical problem. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy with contraceptive device. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (underwent laparoscopy with left tubal ligation, removal of right essure device.). At the time of the report, the pregnancy with contraceptive device outcome was unknown. The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: this case was linked with first pregnancy cases (B)(4). No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.